Event description:
In (B)(6) 2014, an aortic valve replacement procedure was performed where this 23 mm tissue valve was implanted. During the post-operative recovery, the patient presented with an embolism in the left coronary artery. He was immediately taken to the cath lab for a percutaneous revascularization procedure. The patient died due to sudden cardiac death on (B)(6) 2014. An echocardiogram showed normal function of the aortic valve.

Manufacturer narrative:
Gtin number: unknown

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.